Event description:
It was reported that the patient with this implantable pacemaker had an alert that the device recorded voltage was too low for projected remaining capacity. Technical services (ts) confirmed that the transmission was successful and informed the patient to contact the clinic about the transmission. This device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted and a new device with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good-faith efforts were made to retrieve the device; however, response indicated that the device was retained by the hospital. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this implantable pacemaker had an alert that the device recorded voltage was too low for projected remaining capacity. Technical services (ts) confirmed that the transmission was successful and informed the patient to contact the clinic about the transmission. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker had an alert that the device recorded voltage was too low for projected remaining capacity. Technical services (ts) confirmed that the transmission was successful and informed the patient to contact the clinic about the transmission. This device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted and a new device with different model was implanted. No additional adverse patient effects were reported.